Event description:
Pt's family member reports the pt received a jolt/shock while being scanned during a security check. The device reportedly is no longer functioning. No additional info on pt symptoms, device status or outcome was available at the time of this report. A follow up report will be sent if add'l info is received.